Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b.3., h.6.

Event description:
Healthcare professional reported a capsular contracture baker grade unknown to an unknown side. Healthcare professional later reported a left side capsular contracture baker grade iii. Device has been explanted. Treatment reported as singulair and massage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown and later baker grade iii reported.

Event description:
Healthcare professional reported a capsular contracture baker grade unknown to an unknown side. Healthcare professional later reported a left side capsular contracture baker grade iii. Device has been explanted. Treatment reported as singulair and massage.